Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified: opening crease sharp on radius, creases fold, wear abrasion, and stress marks. Base on the device analysis the final assessment is: an opening crease sharp on radius due to fold flaw opening.

Event description:
Healthcare professional reported a left-side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side rupture. Device was explanted.